Event description:
It was reported that caller experienced pump display issue where backlight was visible but graphics were not, which affected ability to interact with pump and read pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump.